Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump was received with normal operating currents. The pump passed self test and off no power test. The motor was tested outside of the device and it passed. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file due to a corrupted history file. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a crack in the case. The insulin pump was not dropped or bumped. The crack was seen on the display. The insulin pump alarmed motor error during prime. A motor position encoder error alarm was found in the alarm history. Customer's blood glucose level was 114 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.